Event description:
This report summarizes three (3) malfunctions. A review of the event indicated that model mc1416 biopsy instrument allegedly self-activated. This report was received from one source. Patient was a 45 year old female weighing 50 kgs. This event involved one patient with no reported patient injury.

Manufacturer narrative:
H10: of the three malfunctions, one device was presumably returned. The device was returned in a condition that prevented sample analysis. As no evaluation could be performed on the one device, the one malfunction is inconclusive for the reported self-activation. Two devices were presumably not returned for evaluation, therefore the investigation is inconclusive for self-activation as no objective evidence has been provided to confirm any alleged deficiency with the device. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the event indicated that model mc1416 biopsy instrument reported that during an ultrasound-guided breast biopsy, in normal tissue, the device allegedly self-activated. It was further reported that the procedure was completed with another device and no coaxial was used. This report was received from one source. Patient was a (B)(6) year old female weighing (B)(6) kgs. This event involved one patient with no reported patient injury.